Manufacturer narrative:
There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/ which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges using her heating pad on her sofa while clothed and received burns on her abdomen. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using her heating pad on her sofa while clothed and received burns on her abdomen. There was not a report of property damage with this incident.